Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient¿s husband stated on (B)(6) 2019, the patient went to bed at 11:30pm with a cgm value of 124 mg/dl. The patient had taken 8 units of slow acting insulin. At 3:15am, the patient¿s husband woke to the patient moaning and groaning. The patient was sweating and unresponsive. He started cardiopulmonary resuscitation (CPR) and called emergency medical services (ems). The blood glucose taken by the paramedics was 39 mg/dl; however, the cgm displayed 75 mg/dl. The patient was transported to the hospital and kept overnight. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.